Manufacturer narrative:
Result: malfunctioning head right siderail.

Event description:
It was reported by service report that the patient's right siderail was broken and it would not lock in the upright position. It is unknown if there was patient involvement. However, no adverse consequences were reported.